Event description:
Skin under proximal electrode of peripheral left nerve stimulator left volar surface upper extremity at the wrist had minor injury secondary to the device. Several small petechiae noted. He had undergone ulnar nerve stimulation intermittently for 4 days monitoring degree of neuromuscular blockade by study drug.